Manufacturer narrative:
Concomitant medical products: 429888, lead, implanted (B)(6) 2014. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The returned device had foreign material in the connector, a damaged connector, a missing grommet, and a missing set screw.

Event description:
It was reported that during the changeout of the device, the physician stated that the left ventricular lead would not come out of the header after using a standard new wrench to unscrew the setscrew. The physician then burned the outside of the header using a bovi-pen and then was able to pull the lead out. The device was then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.